Manufacturer narrative:
The ge service rep conducted an on site investigation. The nodes were flashed and reloaded. The connectors on the table generator interface board and the remote x-ray control were reseated. The power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a black bar through the images. This event occurred outside of a procedure. No pt injury was reported.